Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited ventricular oversensing. The cpi representative states the ipg was programmed 'different than usual' (the lower rate limit had been set very low, to 30ppm).